Event description:
It was reported that during a splenectomy procedure, the device cut without putting staples on the patient side. The procedure was converted to open, and it was necessary to do a blood transfusion.